Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. Unable to verify the compromised force sensor system alarm due to a detached end cap. The pump passed the idle current and run current tests. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap appeared normal. Customer's blood glucose was 8.8 mmol/l. Insulin pump will be replaced.